Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010 and a sling and a bs uphold were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 concurrently with a transvaginal hysterectomy. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh removal from anterior compartment on (B)(6) 2014 by (B)(6).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.